Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not communicating and the screen turned black. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes, correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device did not communicate, and screen was black. The technical support specialist confirmed that the application launched, rebooted, and auto launched. The customer was able to login to the med application successfully. The customer noticed a failed hardware icon and mentioned they would contact a technician if drawer recovery was needed. The system functioned as intended after the technical support specialist accessed the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not communicating and the screen turned black. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.